Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the prime history verified multiple prime events that occurred between 10:09pm and 10:11pm on (B)(6) 2012. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A prime test was performed during investigation and testing revealed that the pump did not self prime. No damage was found to the keypad. There was no damage found to keypad; the keypad buttons responded to button presses as expected. The keypad cover was removed and no contamination was found under the key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump primed a full cartridge of insulin into her on its own while she was laying in bed. She only became aware of this when her nephew heard the pump vibrating. The patient stated, she changed the cartridge earlier in the evening and completed prime steps while disconnected from the pump. According to the pump history, 170.7 units was primed at 10:11pm on (B)(6) 2012. Her blood glucose levels went from 120 mg/dl to 55 mg/dl and then finally 40 mg/dl when she decided to go to the hospital. The patient was admitted to the hospital and released on (B)(6) 2012. The patient was on a backup plan when she contacted animas. This complaint is being reported because, the patient allegedly had to receive medical treatment for a hypoglycemic event that occurred after the pump reportedly primed full cartridge of insulin into her. The reported issue was also not resolved with troubleshooting with animas customer support. The pump was requested to be returned to animas for investigation. Animas sent a replacement pump to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.